Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: (B)(4)) on 23-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("was hospitalized for another issue and they discovered that the essure device on my left side") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On (B)(6) 2022 she experienced device dislocation (seriousness criteria life-threatening, medically important and intervention required). An unknown time later she experienced autoimmune disorder ("nickel posing auto immune system compromised toxicity in blood"), musculoskeletal disorder ("muscle contortions") and genital haemorrhage ("heavy bleeding"). No causality assessment was received for essure with regard to device dislocation, autoimmune disorder, musculoskeletal disorder or genital haemorrhage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5111301) on 23-aug-2022. The most recent information was received on 30-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("was hospitalized for another issue and they discovered that the essure device on my left side") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On (B)(6) 2022 she experienced device dislocation (seriousness criteria life-threatening, medically important and intervention required). An unknown time later she experienced autoimmune disorder ("nickel posing auto immune system compromised toxicity in blood"), musculoskeletal disorder ("muscle contortions") and genital haemorrhage ("heavy bleeding"). No causality assessment was received for essure with regard to device dislocation, autoimmune disorder, musculoskeletal disorder or genital haemorrhage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-aug-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data wasconducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5111301) on 23-aug-2022. The most recent information was received on 29-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("was hospitalized for another issue and they discovered that the essure device on my left side") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On (B)(6) 2022, she experienced device dislocation (seriousness criteria life-threatening, medically important and intervention required). An unknown time later she experienced autoimmune disorder ("nickel posing auto immune system compromised toxicity in blood"), musculoskeletal disorder ("muscle contortions"), genital haemorrhage ("heavy bleeding"), nausea ("extreme nausea"), abdominal pain ("sharp crippling pains on left side of abdomen"), dizziness ("dizziness"), migraine ("migraine") and muscle spasms ("muscle cramps in hands legs feet and neck"). Essure treatment was not changed. At the time of the report, the outcomes for nausea, abdominal pain, dizziness, migraine and muscle spasms were unknown. No causality assessment was received for essure with regard to device dislocation, autoimmune disorder, musculoskeletal disorder, genital haemorrhage, nausea, abdominal pain, dizziness, migraine or muscle spasms. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: new events nausea and sharp crippling pains on left side of abdomen. Dizziness migraine and muscle cramps in hands legs feet and neck are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5111301) on (B)(6) 2022. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("was hospitalized for another issue and they discovered that the essure device on my left side") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022 she experienced device dislocation (seriousness criteria life-threatening, medically important and intervention required). On unknown date she experienced autoimmune disorder ("nickel posing auto immune system compromised toxicity in blood"), musculoskeletal disorder ("muscle contortions"), genital haemorrhage ("heavy bleeding"), nausea ("extreme nausea"), abdominal pain ("sharp crippling pains on left side of abdomen"), dizziness ("dizziness"), migraine ("migraine") and muscle spasms ("muscle cramps in hands legs feet and neck"). Essure treatment was not changed. At the time of the report, the outcomes for nausea, abdominal pain, dizziness, migraine and muscle spasms were unknown. No causality assessment was received for essure with regard to device dislocation, autoimmune disorder, musculoskeletal disorder, genital haemorrhage, nausea, abdominal pain, dizziness, migraine or muscle spasms. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.